Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that post left main stent placement, the patient decompensated, despite increasing pharmaceutical support and maximum impella support. The patient arrested and required cardiopulmonary resuscitation (CPR). Return of spontaneous circulation was obtained and the patient was taken to the intensive care unit (ICU). Despite all efforts, the patient repeatedly arrested, requiring CPR two more times in the ICU before the family decided to withdraw care. Impella support was discontinued at bedside by the physician. With care withdrawn, the patient expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.